Event description:
The abiomed team in japan conducted literature reviews, and one was from a japanese city hospital reviewing their outcomes for 2017-2023 impella cases. The team found that prior to the use of the impella cp pump, the deaths were from circulatory failure when in-house/in-hospital. After the impella cp was utilized, the deaths were attributed to access site and chronic infections.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿. Section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿. Literature citation: short-term and long-term outcomes of impella (percutaneous left ventricular assist device) for cardiogenic shock in a (B)(6) hospital (B)(6), et al. Journal of the japanese society of internal medicine 2024; vol.113. No.146-.

Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the infection could not be determined. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23088 was submitted in accordance with updated procedures.